Event description:
It was reported that during a surgical procedure at the user facility the device lost pressure, leading to blood loss at the surgical site. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device lost pressure, leading to blood loss at the surgical site. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated by a manufacturer repair technician and the reported event was confirmed. The deflate button was found to be damaged and stuck in the depressed position causing the reported event.